Event description:
At the end of a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. It was also reported that the case nose plastic on the microtip appeared to be melted. The procedure was completed. There were no patient complications.